Manufacturer narrative:
Device not available for return.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No adverse event reported. Device not available for return, replacement was sent.